Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. An alarm log review did not identify any alarms. A visual inspection found the pump to be in good condition. The pump underwent a power on self-test. No malfunctions or abnormalities were identified during the service of this device. The pump passed all testing and was returned to the customer in good working order. A service history review revealed no previous service events were related to the reported condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.